Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During evaluation, the unit was found to alarm for "door not fully latched." This alarm was caused by a loose upper link screw. The link screws were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm for "door not fully latched."